Event description:
In 2009, the lay user/patient contacted lifescan alleging that the one touch ultra link meter displayed an error 1 message. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. She says the issue started yesterday at 10 am. She explained that she takes novolog insulin through a pump and injects bolus doses when she eats meals and when she feels her reading is too high. In addition she takes basal doses of novolog at various rates throughout the day from 0.55 units per hour to 0.75 units per hour. She says that she injected a bolus dose at dinner, although she did not know how much to inject since she did not obtain a reading and estimated based on the amount of carbohydrates she had with her dinner. She says that at 6 am the subsequent morning, she developed a seizure which she attributes to a reaction from overdosing her insulin. She says she had some glucose and a sports drink at that time and started to "look better" within 2 hours. When asked if she could have done anything differently to prevent the symptom she had been able to test her blood sugar, she says that when she woke up at 2 am prior to the symptoms to test her blood sugar she may have been able to eat something had the meter alerted her that her blood sugar level was low. In addition she says she tires to maintain her blood glucose between 100 and 140 mg/dl at night when she is asleep because she can't control her blood sugar levels acutely during rest as well as she can during the day. The patient also mentioned that two weeks ago, she lowered her basal insulin rates on her pump and still developed symptoms of hypoglycemia and had to go to the emergency room. She goes to the doctor every two weeks or so to set her insulin doses based on trends from the meter. According to the troubleshooting performed with customer service, it was not the first time the product was being used. This complaint is being ruled out because the patient alleged the error 1 message displayed on the meter, was not able to test due to the error message, and developed symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.